Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the pacemaker exhibited failure to interrogate, failure to capture and failure to sense. The pacemaker was explanted and replaced. The patient was in stable condition.